Event description:
It was reported by the sales rep that the device didn't work. The device was replaced in the case and was completed without any patient consequence.

Manufacturer narrative:
The handpiece was returned with a loose mount. During functional evaluation, it was determined that the handpiece does not longer meets the specification for continuity. It was tested on a generator and no error code was noted. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.